Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced cannula issue on (B)(6) 2026 as cannula was found bent on the first day of use. The blood glucose level was high which was treated with bolus via pump. No further information available.